Manufacturer narrative:
The customer did not yet provide a serial number for the affected device. Also, no pictures were provided and per customer, the device will not be returned. Therefore, the reported issue could not be confirmed. The samsung tablet is a third-party device with appropriate documentation and have the appropriate declaration of conformity on file and adhere to all applicable safety standards. The lithium-ion batteries used in tablets are known to have the potential to swell within the device. The defective tablet will be replaced. As soon as the remedial action is completed and the correct serial number was provided, a follow up report will be submitted. The risk evaluation results in a risk acceptance level of an acceptable health risk.

Event description:
The customer complained that the battery of the vyntus walk tablet is swollen. There was no patient involvement reported.